Event description:
It was reported the patient had a fractured lead. The lead and extensions were replaced. No symptoms or further outcome were reported. Additional information has been requested, a follow up report will be submitted if additional information becomes available.